Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor notified zoll that a patient experienced an inappropriate treatment event and later passed away on (B)(6) 2017 while wearing the lifevest. The patient was at home and unconscious at the time of the event. The patient's wife was present and called ems. Ems arrived and performed CPR on the patient. Prior to passing the patient received 11 inappropriate defibrillations and two appropriate defibrillations. The first inappropriate defibrillation was delivered at 10:39:10 on (B)(6) 2017 when the patient was in sinus rhythm at 90 bpm with tall t-waves. Multiple counting of tall t-waves contributed to the false detection. The post shock rhythm was sinus rhythm at 100 bpm with tall t-waves. The second inappropriate defibrillation was then delivered at 10:39:47. The ECG recording showed a sinus rhythm at 90 bpm with tall t-waves transitioning to ventricular tachycardia (vt) at 90 bpm. Multiple counting of tall t-waves contributed to the false detection. The rhythm at the time of treatment delivery had transitioned to vt at 90 bpm. The post shock rhythm was ventricular fibrillation (vf). The third and fourth treatments were then delivered at 10:42:17 and 10:42:46. The pre and post shock rhythms were vf. The patient then received 9 additional inappropriate shocks between 10:45:12 and 11:26:39. The rhythm at the time of the treatments was asystole with intermittent cardiac activity. Intermittent cardiac activity contributed to the false detections. Asystole is considered a non-shockable rhythm. The patient subsequently passed away on (B)(6) 2017. There is no evidence to suggest that the inappropriate treatment caused or contributed to the patient's death.